Manufacturer narrative:
Product ID 37601, serial# (B)(6), explanted: (B)(6) 2019. Product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating the infection was first noticed on (B)(6) 2019. It was confirmed that the explant resolved the infection. No further complications were reported/anticipated.

Manufacturer narrative:
B2: disability being new seizure disorder, see b5. D11: product ID: 37601, lot# serial#: (B)(6), implanted: on (B)(6) 2019, explanted: on (B)(6) 2019, product type: implantable neurostimulator, product ID: 3708660, lot# serial#: (B)(6), implanted: on (B)(6) 2013, explanted: on (B)(6) 2019, product type: extension, product ID: 3708660, implanted: on (B)(6) 2013, explanted: on (B)(6) 2019, product type: extension, product ID: 3387s-40. Lot#: va0ddgt, implanted: on (B)(6) 2013, explanted: on (B)(6) 2019, product type: lead, product ID: 3387s-40, lot#: va0ddgt, implanted: on (B)(6) 2013, explanted: on (B)(6) 2019, product type: lead. Section d information references the main component of the system, other applicable components are: product ID: 3708660, lot# serial#: (B)(6), implanted: on (B)(6) 2013, explanted: on (B)(6) 2019, product type: extension, product ID: 3708660, lot#serial#: (B)(6), implanted: on (B)(6) 2013, explanted: on (B)(6) 2019, product type: extension, product ID: 3387s-40, lot#: va0ddgt, implanted: on (B)(6) 2013, explanted: on (B)(6) 2019, product type: lead, product ID: 3387s-40, lot#: va0ddgt, implanted: on (B)(6) 2013, explanted: on (B)(6) 2019, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received. It was reported that the patient's infection originated from a battery replacement procedure. It was alleged that standard care surgical site infection prevention for pocket surgery was not performed. The chest cavities (pockets) were allegedly not irrigated with saline, nor with bacitracin, no wet or dry approach was used, and no prophylactic antibiotic treatment was given after the surgery. The patient's first symptoms were red incisions and fever with the chest cavities filling with pus. Within hours, the patient developed a staph infection at both ins sites, leading to sepsis. The patient was airlifted to the hospital where hospital tests and symptoms confirmed sepsis. Staph infection also developed in the patient's head / brain, which ultimately led to the removal of the entire deep brain stimulation (dbs) system. It was reported the event was resolved, and new leads had been implanted, although the patient was "alive with injury" at the time of this report. The patient allegedly developed seizure disorder post infection / post surgery. The patient's medical history also included intractable epilepsy. It was noted that, "when all is said and done," the patient will have had five additional surgeries related to the infection, including two in the chest and four in the brain. It is unclear if the reporter meant five or six additional surgeries. Patient medical history included stroke at 6 months old, right temporal lobectomy, and additional lobectomies due to intractable epilepsy. The patient was implanted for dystonia (vamp2 gene mutation).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that two ins's were removed due to infection.